Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels are between 400mg/dl and 500mg/dl. The customer stated that the serter is stuck in the hub. Customer's blood glucose level at the time 424mg/dl. Troubleshooting occured. No additional information was provided.